Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and permission to contact physician has been requested. No additional information is available at this time. Reason for reoperation: pain, "undulations" and "peri-implant fluid".

Event description:
Patient's relative reports right side pain. Additional report of "undulations", "peri-implant fluid" and "aerial bubbles." Device remains implanted.